Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) five years since the subject device was manufactured. Based on the results of the investigation, a definitive root and probable cause could not be determined because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus visera elite xenon light source showed a spare lamp error. The spare lamp indicator was blinking and the xenon main lamp was working at the same time. The issue was found during a therapeutic functional endoscopic sinus surgery (fess). The procedure was completed using a similar device. There was no delay and no report of patient injury or medical intervention associated with this event.